Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 6.4 cm to 6.5 cm from the connector pin. The abrasion was consistent with constant friction to the device can.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.